Event description:
Treatment of a previously clipped aneurysm located in the right p-comm (posterior communicating) artery. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.00mm x 25mm) could not be release from the capture coil despite turning the pushwire more than 10 times. The pipeline was removed from the patient and a new pipeline was implanted without issues. It was reported that the patient was stable.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).